Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative diagnosis was left and right inguinal hernia and umbilical hernia. The doctor performed a repair of the hernias with mesh, plug and patch technique. The mesh cased the patient severe and permanent bodily injuries, including but not limited to excruciating abdominal pain and swelling, difficulty walking, and physical pain and suffering and economic loss. The patient had to undergo subsequent surgeries to remove and/or the damage caused by the mesh. The patient presented to the hospital (B)(6) 2015. The preoperative diagnosis was recurrent right inguinal hernia. The procedure was a repair of recurrent right inguinal hernia, incarcerated with mesh.